Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (concentration unknown/dose unknown)/ morphine (concentration unknown/ dose unknown) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated their pump was ¿acting up lately¿ and they received a letter that the pump needed to be changed. The patient stated the replacement was rescheduled once already. The patient stated the area around the pump was black, blue, red, and swelling. The agent asked when the pump issue began, and patient stated the last couple days the issues been getting worse. The patient services (pss) were not confident this was the timeframe for the letter related pump issues, so patient services (pss) used asked/unknown. The patient stated they noticed it was spreading to other areas the last couple days and getting worse and worse. The patient stated that the replacement was because the pump was not working sufficiently but did not appear to know exactly what the issue was. The patient stated when they saw their physician, she said there was no morphine in it but then someone else from the office looked at the readings and stated the physician read it wrong. Patient mentioned they have dry mouth and was concerned the morphine was leaking from the pump. Patient mentioned bupivacaine was 8.0.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had redness and protrusion of the pump around the bottom edges. The pump was not laying in the pocket flat. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient stated that the pump was moving around. The pump was replaced for normal eri (elective replacement indicator), and the pump pocket was revised. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. At the time of this report, the pump was noted to be delivering morphine (40 mg/ml at 10 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.